Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was reported that the system refills with incorrect quantities in reports. The technical support specialist (tss) found that dialing into the server initially failed and sent an email requesting access. After checking the server via rss, a fatal alert error was identified. A new remote session link was sent, and a session was established. It was verified that the extract transform load displayed an arithmetic overflow error converting identity to data type int, and the server reports database was bloated. The database was shrunk, and then again to 128245.63 mb, but it remained bloated. Etl jobs continued cycling every 5 minutes without issues; however, running reports took too long. In the configuration report composer, two timeout fields were increased to 30 minutes. The job scheduler and services were restarted, but the issue persisted. While running the logs query, it was noticed that the etl had stalled for nearly an hour. The etl was stopped, disabled, and restarted, and the job was in progress. The session was transferred for continued monitoring and to reinstall the report server. A follow up email was sent to customer, and further follow ups were sent while awaiting his updates. It was noted that if no updates or samples were received, the case would be closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, report "pickup and delivery" was generated, but the quantities shown were incorrect compared to the actual equipment and occurred only with items in the medical equipment record. Customer stated that report was generated to determine which items were low on stock in the shock pyxis, and pomadera had appeared as 0. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, report "pickup and delivery" was generated, but the quantities shown were incorrect compared to the actual equipment and occurred only with items in the medical equipment record. Customer stated that report was generated to determine which items were low on stock in the shock pyxis, and pomadera had appeared as 0. There were no adverse events or injuries reported based on this event.